Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 3 years and 5 months post implant, the patient fainted and was admitted to the hospital. The system controller's log file showed several pump stoppage events. An issue was suspected with the percutaneous lead (driveline), and a non-grounded patient cable was provided for use with power module a/c power. A final report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The device remains in use and was not available for evaluation. Although the reported low speed and pump stop events were confirmed through evaluation of the submitted log file, a specific cause could not be conclusively determined as the driveline was not returned. No x-ray images were submitted for evaluation. Review of the submitted log file showed low speed events and pump stops while the patient was connected to the mobile power unit. No other atypical events were captured. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.